Manufacturer narrative:
The device was returned to olympus medical systems (B)(4) (omsi). The evaluation of the device confirmed the following; defect of the mainboard of the device was noted. Omsi assumed the reported event was caused by the defect of the mainboard. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use a procedure, the endoscopic image was intermittent. Also, the image sometimes remained blank. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, since the main circuit board in the device is processing and outputting video signal, omsc assumed that the reported event was caused by the deterioration of parts mounted on the main circuit board. Since the device was manufactured 6 years ago, long-term use may have been the cause of deterioration. If significant additional information is received, this report will be supplemented.